Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: on (B)(6) 2013 patient changed site and at 2 am on (B)(6) 2013, her blood glucose (bg) reading was ¿high¿ with symptoms of severe chest pain and severe nausea /vomiting. Patient is taking amoxicillin for strep throat. Patient reports she changed her site only and gave herself 16 units of insulin (which she reported was really painful) and went to the emergency room. She was given IV fluids. At 5:38 am, her bg was 270 mg/dl and they sent her home. Patient did not come off the pump in the ER. Patient reports no insulin given by health care provider as of yet because she gave bolus on pump. Patient¿s current site does not appear to be an issue as bg went from hi to 270 mg/dl in a few hours. This complaint is being reported as the patient experienced hyperglycemia while on the pump.